Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitnat medical products: rvdr01 implantable pulse generator (ipg): (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed recurrent bacteremia and endocarditis and resulted in the removal of the implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.